Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump displayed a reset alarm followed by low power alerts. The customer reported that the pump battery dropped from 90% to 20% within 4 hours prior to the reset. The pump battery then went up to 25% without being connected to a power source. The customer's blood glucose level was 96 (mg/dl) at the time of the call. It was indicated that the customer would continue to use the pump until the replacement pump was received.